Manufacturer narrative:
Head section assembly, caster horn, safety bar cam.

Event description:
It was reported via service that the caster horn bent brake and head section was damaged. No pt involvement or adverse consequences were reported.